Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and while showing red light and repeated vibrations. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try different powering and button-press methods, remove pump from case, and connect to known working power source, and when issue persisted, customer switched to multiple daily injections as backup therapy while technical support arranged replacement pump.